Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted sharp damage on the dissector balloon circular seal. Functional testing found the dissector balloon could not be inflated due to the cut in the circular seal. The seal acts as a barrier between the trocar and obturator and must have a tight and secure seal to inflate the balloon properly. It was reported that the device was leaking. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia, the valve seal of the device disengaged. It was stated that the ring in the trocar was leaking. They finished the procedure with the same device. There was no patient injury.